Manufacturer narrative:
Testing of actual/suspected device: (10/3233) a (B)(4) field service engineer (fse) evaluated the unit and replaced the ECG lead wires (0012-00-1156-02) to resolve the issue. The passed all functional and safety check and cleared for clinical use. A supplemental will be submitted upon completion of the investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) gave an "abnormal ECG signal" alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/3213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) gave an "abnormal ECG signal" alarm. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.